Manufacturer narrative:
An event regarding alleged elevated cobalt levels, corrosion, infection involving an accolade stem was reported. The event for elevated ion levels was confirmed based on the medical review. Method & results: device evaluation and results: not performed as the reported device remains implanted. Medical records received and evaluation: a review of medical records by a consulting clinician noted: "on (B)(6) 2006 the note reads, "left hip wound grew staph epidermatous ... Admitted", and he was discharged on (B)(6) 2006 with a PICC line for one week of intravenous antibiotics. "On (B)(6) 2006 he complained of fever and chills for two weeks prior to the surgery. On (B)(6) 2006 the note reads, "left hip wound grew staph epidermatous ... Admitted". On (B)(6) 2016 labs revealed his serum chromium to be 1.3 (<5.0) and cobalt to be 4.8 (<::1.0). On (B)(6) 2016 he was seen complaining of bilateral hip pain and was on no pain medication. Physical examination noted equal leg lengths and no symptoms in either hip. The note states, "think symptoms coming from back ... Recent recall of 40/plus 4 head from stryker ... If elevated ions get mars MRI." Lab values from (B)(6) 2017 give a serum chromium of 1.0 (<5.0) and cobalt of 4.1 (<1.0). On (B)(6) 2017 his serum chromium was 1.3 (<5.0) and his cobalt was 4.2 (<1.0). A (B)(6) 2017 x-ray report states, "right hip: mild to moderate joint disease. Left hip: total hip arthroplasty, good position and alignment; mild heterotopic ossification present. "On (B)(6) 2017 at his office visit for follow-up of his left total hip arthroplasty the note states, "... He has really no hip symptoms but does have back pain issues ... Consider revision to ceramic on poly ... X-ray: left with no abnormality about the tha ...". On (B)(6) 2017 it was noted, "... Doing well ...left hip is in recall ... Will have replaced in approximately three months ...". There is no documented follow-up subsequent to this visit available. X-ray printouts available for review include a series dated (B)(6) 2006, which is an ap, supine portable of the left hip, demonstrating an uncemented left total hip arthroplasty, reduced with components in nominal position and with skin staples and a drain in situ. X-ray dated (B)(6) 2017 is an ap of the pelvis demonstrating a left total hip arthroplasty with two screws in the acetabulum. The hip is reduced and in nominal position. There is no evidence of loosening, osteolysis or wear. Brooker ii heterotopic ossification is noted. The modest elevation of the serum cobalt levels, which is stable over seven months and not associated with symptoms or x-ray findings should not indicate revision surgery in this patient with diabetes and coronary artery disease. There is no evidence he is suffering from trunnionosis. Should additional information become available, it will be evaluated." It was reported that the patient underwent a left hip revision on (B)(6) 2019 due to corrosion but no patient medical information are available for review. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the reported event for elevated ion levels is confirmed based on the medical review. A review of the medical records by the consulting clinician indicated "the modest elevation of the serum cobalt levels, which is stable over seven months and not associated with symptoms or x-ray findings should not indicate revision surgery in this patient with diabetes and coronary artery disease. There is no evidence he is suffering from trunnionosis. Should additional information become available, it will be evaluated." However, a root cause could not be determined as insufficient patient information regarding the left hip revision on (B)(6) 2019 was provided to determine the event. No further investigation is required at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The patient stated he was suffering from slight pain in his left hip. He specified that in certain positions his hip feels heavy in weight and slips out of place. His doctor stated that he might be part of a recall and opted to send him for blood work. The results showed that his cobalt levels were 4.80; the levels were five times the normal level. The chromium levels were 1.3; doctor said slightly high. He has a follow up appointment with his doctor at the end of january. The physician said the patient has a heart condition that may be related to the implant. He said he should have the hip removed because of the damage the cobalt is doing to his heart. The doctor stated the more active the patient is the more chromium will get into his system. (B)(6) 2006 note states "left hip wound grew staph epidermatosis". It was reported by the sales rep that the patient's left hip was revised due to suspected corrosion of the head/ trunnion interface. Corrosion inside the femoral head and on trunnion was confirmed intra-operatively. Additionally, black flecks were noticed in the patient's tissue but the surgeon could not identify whether the flecks appeared during removal of the femoral head or if they were already present in the patient. A 40 +4 femoral head and 40 0° poly liner were revised to a ceramic head with sleeve and poly liner. Rep confirmed there are no allegations against the liner. The accolade I stem was not revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient stated he was suffering from slight pain in his left hip. He specified that in certain positions his hip feels heavy in weight and slips out of place. His doctor stated that he might be part of a recall and opted to send him for blood work. The results showed that his cobalt levels were 4.80; the levels were five times the normal level. The chromium levels were 1.3; doctor said slightly high. He has a follow up appointment with his doctor at the end of (B)(6). The physician said the patient has a heart condition that may be related to the implant. He said he should have the hip removed because of the damage the cobalt is doing to his heart. The doctor stated the more active the patient is the more chromium will get into his system.

Manufacturer narrative:
An event regarding alleged elevated cobalt levels and infection involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: review of medical records by a consulting clinician noted: "on (B)(6) 2006 the note reads, "left hip wound grew staph epidermatous. Admitted", and he was discharged on (B)(6) 2006 with a PICC line for one week of intravenous antibiotics. "On (B)(6) 2006 he complained of fever and chills for two weeks prior to the surgery. On (B)(6) 2006 the note reads, "left hip wound grew staph epidermatous. Admitted". On (B)(6) 2016 labs revealed his serum chromium to be 1.3 (<5.0) and cobalt to be 4.8 (<::1.0). On (B)(6) 2016 he was seen complaining of bilateral hip pain and was on no pain medication. Physical examination noted equal leg lengths and no symptoms in either hip. The note states, "think symptoms coming from back. Recent recall of 40/plus 4 head from stryker. Ifelevated ions get mars MRI." Lab values from (B)(6) 2017 give a serum chromium of 1.0 (<5.0) and cobalt of 4.1 (<1.0). On (B)(6) 2017 his serum chromium was 1.3 (<5.0) and his cobalt was 4.2 (<1.0). A (B)(6) 2017 x-ray report states, "right hip:mild to moderate joint disease. Left hip: total hip arthroplasty, good position and alignment; mild heterotopic ossification present."on (B)(6) 2017 at his office visit for follow-up of his left total hip arthroplasty the note states," he has really no hip symptoms but does have back pain issues. Consider revision to ceramic on poly. X-ray: left with no abnormality about the tha". On (B)(6) 2017 it was noted, " doing well. Left hip is in recall. Will have replaced in approximately three months". There is no documented follow-up subsequent to this visit available. X-ray printouts available for review include a series dated (B)(6) 2006, which is an ap, supine portable of the left hip, demonstrating an uncemented left total hip arthroplasty, reduced with components in nominal position and with skin staples and a drain in situ. X-ray dated (B)(6) 2017 is an ap of the pelvis demonstrating a left total hip arthroplasty with two screws in the acetabulum. The hip is reduced and in nominal position. There is no evidence of loosening, osteolysis or wear. Brooker ii heterotopic ossification is noted. The modest elevation of the serum cobalt levels, which is stable over seven months and not associated with symptoms or x-ray findings should not indicate revision surgery in this patient with diabetes and coronary artery disease. There is no evidence he is suffering from trunnionosis. Should additional information become available, it will be evaluated. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot or sterile lot. Conclusions: medical review noted lab results confirmed elevated cobalt levels and infection. "The modest elevation of the serum cobalt levels, which is stable over seven months and not associated with symptoms or x-ray findings should not indicate revision surgery in this patient with diabetes and coronary artery disease. There is no evidence he is suffering from trunnionosis. Should additional information become available, it will be evaluated." No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The patient stated he was suffering from slight pain in his left hip. He specified that in certain positions his hip feels heavy in weight and slips out of place. His doctor stated that he might be part of a recall and opted to send him for blood work. The results showed that his cobalt levels were 4.80; the levels were five times the normal level. The chromium levels were 1.3; doctor said slightly high. He has a follow up appointment with his doctor at the end of january. The physician said the patient has a heart condition that may be related to the implant. He said he should have the hip removed because of the damage the cobalt is doing to his heart. The doctor stated the more active the patient is the more chromium will get into his system.